Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. During the investigation fluid was observed to be leaking from a tear in the unexposed soft cannula. Due to the internal leak, corrosion was observed on the on the pcb, the middle and bottom battery, and evidence of fluid ingress was found on the commutator cap. All attempts to download the data were unsuccessful. Initial attempts to download the data from the pod were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was attached to the pod in an attempt to establish a connection with the master pdm, however this was unsuccessful. The pcb assembly was removed from the pod chassis and attached to the power supply; however this was also unsuccessful. The internal leak contributed to the corrosion observed and the inability of the pod to connect to the master pdm. Without the pod data, it could not be determined if the pod generated an alarm, and the cause of the reported hazard alarm during pod operation could not be determined.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 24 and 36 hours. Treatment information was not provided. The device was originally reported for a pod hazard alarm during operations.